Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient (pt). Pt reported the cause of the therapy being off was normal battery depletion and the pt not charging the implantable neurostimulator (ins) frequently enough. Pt reported that they were supposed to receive tips on how to further avoid further depletion on ins turning off. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Event description:
It was reported that patient is in a nursing home and lately they have been having some problems, they are not quite sure if it is the charger that is giving them problems or the programmer. Caller said the thing around the patient's neck is showing 100 percent charged but when they got the patient programmer to check the charge level, it was only saying 40 percent. Caller also reported patient has been shaking like a leaf and therapy has been off several times when they have gone to visit them, it happened today and caller turned therapy back on using the therapy app . Caller said the staff helps them recharge once a week and told caller the patient had been charging for an hour before the caller arrived today. Reviewed some potential reasons for therapy off and encouraged caller to work with the staff to ensure patient's implant is recharged often enough and how to turn therapy back on if it would get too low and becomes turned off. Reviewed some recharging best practices. Patient was successfully charging during the call and therapy was on the implant battery was 80% and progressed to 90%. Worked with caller to stop charging, close the charger app and use the dbs therapy app to check the implant battery level was 90%. Redirected to their doctor.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.